Event description:
Revision surgery - due to the ceramic head breaking, the surgeon replaced the cup, liner and head.

Manufacturer narrative:
The reason for revision surgery was breakage of the ceramic head after 14.2 years in vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are five prior complaints against the incident ceramic head. Of these five complaints, three complaints were for dislocation and two complaints were for component loosening. A definitive root cause cannot be determined. Several factors not related to the implant that can play a role in breakage are obesity (over loading the implant), patient activities, trauma, high impact forces on the implant or fatigue failure are the likely causes of the damage. There are no indications of a product or process issue affecting implant safety or effectiveness.